Manufacturer narrative:
The patient claims she has not dropped, wet, or misused them in any way. The patient also stated that other than randomly sparking, the waas are functional. The stimwave compliance team initiated rmas for the waas to returned for further evaluation, but the patient has not been responsive to follow-up correspondence. The patient stated that she was not hurt when the waas sparked since the device was sitting outside her clothes. This is in accordance with stimq pns system implantation of neurostimulator instructions for use ((B)(4)), which states "the waa must be placed overtop a thin layer of clothing or material at all times." As of 03/01/2021, the batteries could not been obtained for investigation despite multiple follow-up attempts. Per reportability determination and investigation procedure ((B)(4)), potential causes of the reported sparking issue include: pcb failure, battery failure, thermal cutoff not working (70 °c), firmware failure and thermal cutoff not working. As the device has not been returned for investigation, the issue and potential causes of the issue cannot be confirmed. The parameter settings were reviewed on the patients waa, (4 or 5 ma depending on the program she is on, with 1499 hz, 32 pw with an (- - ++) electrode formation). Based on the complaint information, the product is working within parameters. Based on the available information, the report of sparking batteries was not confirmed/replicated.there is no evidence that the product did not meet specification.

Event description:
On (B)(6) 2021, the patient contacted the clinical representative to report that two of her waas have been sparking randomly.